Event description:
A (B)(6) male pt contacted zoll customer support to report a code 204, code 107, and check te pad messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (code 204 / code 107 / check te pad messages) has been confirmed. Upon eval, there was an open white pulse wire in the trunk cable. The cause of the code 204, code 107, and check te pad messages in the open white pulse wire. The root cause of the open pulse wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wire. The pt received a replacement electrode belt.